Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that one instance of rebooting occurred on the reported event date. The battery was not returned with the pump for investigation. Visual inspection revealed that the battery compartment and cap are intact and that the battery cap fastens securely to the pump. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. The complaint could not be confirmed or duplicated on investigation.

Event description:
The patient reported that two weeks prior to calling animas the pump got hot and when she removed the battery it her fingers turned red. The patient used neosporin and states her skin issue is resolved. The skin did not break. The battery cap was reportedly changed four to six months prior to the issue and the patient reportedly wore the pump in a river 3 and ½ weeks prior to the issue.